Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: one opening on patch side assessed as surgical damage and delamination total observed on valve assessed as cohesive failure. Additional observations: ¿ red particles on fill channel. ¿ yellow particles device inner surface. ¿ wear abrasion observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported a "right side deflation." Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: deflation.